Event description:
The customer reported there was a diluent leak from the blood sampling valve (bsv) of their beckman coulter hmx analyzer. There was no reported impact to patient sample testing associated with this incident. The customer was wearing appropriate personal protective equipment (ppe) consisting of gloves, goggles and lab coat when the incident occurred. No injuries occurred and no-one sought medical attention. There was no report of exposure to mucous membranes or open wounds. The technician confirmed that there is an exposure/risk management plan in place at the facility. There was no death, injury or change/delay to patient treatment attributed or associated to this complaint. Service was dispatched for this event and while onsite the field service engineer (fse) found the leak was due to pinhole in the primary aspiration tubing. He replaced the tubing and verified repairs per established procedures. The cause of the diluent/blood leak was attributed to a pinhole in the primary aspiration tubing. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).